Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging an intermittent sound issue with the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/26/2017 with the following findings: during investigation, the pump powered on to a clear audible alarm; both the audible tones and vibratory features were functional. The pump was opened and no intermittent conditions were observed on audible alarm circuit. The complaint of an intermittent sound issue was not duplicated during investigation. Unrelated to the original complaint, investigation revealed a crack in the battery compartment and a dim display with discolored text.